Event description:
Patient reporting a "damaged" right device. The "damage" was diagnosed during a full body MRI according to the MRI report "the implant on the right is inhomogeneous with formation of folds." Physician confirms rupture and leakage diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Adverse event code: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and folding of implant.

Event description:
Patient reporting a "damaged" right device. The "damage" was diagnosed during a full body MRI according to the MRI report "the implant on the right is inhomogeneous with formation of folds." Physician confirms rupture and leakage diagnosed by MRI. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken and underweight. A microscopic analysis was performed which identify sharp broken in the anterior. A dimension measurement in the shell was performed which identify the thickness within specification. Not observed crease on the device. Based on the device analysis the final assessment is: -a broken sharp in the anterior side assessed as unidentified (tear) opening . Additional, changed, and/or corrected data: d9, e1, h3, h6.